Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet has been planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 10,2022.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to reposition the magnet. The implanted device remains. This report is submitted on may 09, 2022.